Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station moved to another area on different network switch. A field service engineer (fse) found that the new switch was not compatible with all in one (aios) using realtek network chips running at 100 half-duplex. The system temporarily came back online. The fse to switch the machine to auto-configuration mode for the network. The station was restored to online status. The fse rebooted the station and verified through bomgar. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis machine was not connecting after installed the machine in new location. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.